Manufacturer narrative:
The device was returned to philips/bench repair facility, battery insertion test (bit) was performed. The device passed bit, but the issue persists, there was no audio/voice prompt. Device power is confirmed to be turn on, the issue persists. Bench repair engineer found the audio circuit speaker is faulty. Replacement sent to the customer. The device was returned and a technical investigation (product analysis) was performed. The device was received in good condition without accessories. External visual inspection noted no anomalies. Device battery connectors were free from contamination and presented no abnormalities. The device powered up normally. Review of the patient, system and device record (psdr) reveals the device warned for "audio_test" during self-test and bit. Additionally, the device warned for ¿interactive_test¿ error, interpreted as user error, where no buttons were detected pressed during a bit. Functional test was performed and the device successfully delivered shocks. A bit was attempted but warned with audio issue. It was also observed that there was no sound from the speaker during psdr extraction and functional test. Troubleshooting resulted in the device speaker coil found to be open. A known-good speaker was installed, and a clear and normal voice/sound prompted. The device is archived/retention. The customer was provided a replacement device to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It has been reported to philips that the device speakers are not functioning properly.